Event description:
It was reported that the colonovideoscope displayed an error code e117 (life of optical module). The event occurred during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.